Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving effective stimulation coverage from her scs system. Subsequently, the patient underwent surgical intervention where her entire system was explanted. Surgical intervention resolved the reported issue.